Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: synergy ous mr 2.25 x 20mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found slight damage to stent with struts towards the middle of the stent slightly lifted and overlapping. It is likely the crimped stent may have encountered resistance and subsequent damage during advancement over a previously placed stent. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the hypotube. A visual and tactile examination in the shaft polymer extrusion profile found one midshaft kink at 28mm distal from the hypotube to midshaft bond. A visual and tactile examination found damage to the tip. It is likely the tip may have encountered resistance during placement attempts. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
Reportable based on device analysis completed on 13-oct-2016. It was reported that difficulty crossed placed stent was encountered. The target lesion was located in the proximal and mid to right coronary artery. A 2.25 x 20 synergy" drug-eluting stent was selected to deployed distally but unable to cross the previously implanted stent. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damage.